Event description:
It was reported that a patient underwent a kidney transplant procedure on (B)(6) 2026 and suture was used. The problem of pulling off suture needle happened when suturing blood vessels. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: urology customers during kidney transplant surgery, when the blood vessels are sutured with 6-0 w8706, needle separation, flying needles, customers are immediately looking for broken stitching that affects the procedure and patient safety please confirm whether the patient or a nursing staff member received a needle stick injury. The patient and nursing staff member did not receive a needle stick injury. How many devices demonstrated the alleged deficiency? 1 did this event contribute to any patient adverse event? No the following information was requested, but unavailable: has there been an injury report from a patient or user? Unknown is there a significant delay? Unknown . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.